Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the explanted device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a screw was implanted on (B)(6) 2016. Screw was firmly tightened at first implantation. Lps screw showed luxation 14 days after surgery. The ar-8940-26 screw was replaced on (B)(6) 2016 in a revision surgery. No further details have been given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Complaint not confirmed. No visual anomalies found. The returned device met all material and dimensional specifications as received. No problems found with device upon evaluation. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a screw was implanted on (B)(6) 2016. Screw was firmly tightened at first implantation. Lps screw showed luxation 14 days after surgery. The ar-8940-26 screw was replaced on (B)(6) 2016 in a revision surgery. No further details have been given.